Manufacturer narrative:
Lot #: the reported lot # was 60367530; however, this lot number was not recognized by baxter. Initial reporter address: (B)(6). The devices were not returned and the lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on may 09, 2022 - may 11, 2022. H10: three (3) devices were received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak between the spike port tube and the spike port bond area of all samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.